Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient exhibited a high amount of ventricular ectopy. It was also reported that the right ventricular (rv) lead became dislodged and exhibited loss of capture and high thresholds. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.